Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately three weeks post implant of a transvenous implantable pulse generator (ipg) system. The transvenous ipg system was removed and attempted to be replaced by a leadless ipg. During the implantation of the leadless ipg there was placement difficulty. The leadless ipg was not used and replaced by a further leadless ipg. No further patient complications have been reported as a result of this event.